Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the heartstring iii seal remained inside of the loading device when the delivery device was removed. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The heartstring iii device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The delivery device was returned inside of the loading device. The tension spring assembly and the anchor tab were inside of the delivery device. The seal was located under the window of the loading device. The green slide and the white plunger were not depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).